Event description:
Patient found on floor laying on his back. Unwitnessed fall. Patient stated that he hit his head. The patient complained of bruises and soreness to his back. Bed alarm was tested and activated prior to the fall. It was functioning. Alarm did not sound, green light was not on when patient exited the bed. Alarm tested post fall and it did not work or light up.